Event description:
It was reported that during the procedure in the heavily tortuous, mid right coronary artery via femoral access, pre-dilatation was performed one time at 16 atmospheres. A 3.0x23 rx xience prime stent delivery system was advanced against resistance due to the anatomy, and the stent was deployed. A dissection occurred and another unspecified stent was used to treat the dissection. The patient is reported as stable and fine. The length of the procedure was 45 minutes and there was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components.